Event description:
It was reported that during the elective deep brain stimulation (dbs) procedure to upgrade the implantable pulse generator (ipg) high impedance measurements were discovered on 2a. The physician believed once the ipg was replaced the impedance would resolve but the issue persisted. The physician assessed the lead and lead extension had migrated down the patients head to his neck as the connection had not been sutured down in the initial implant procedure. The physician assessed this may have contributed to the compromised connection and high impedances. A high impedance test was performed and confirmed the issue was on the lead. The lead was reprogrammed. The lead and lead extension remained implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.